Event description:
The endo-stitch device was introduced and closure of the vagina was initiated using 0-vicryl v loc suture. However, after the second throw, the needle was noted to have broken, with half of the needle still in the endostitch, and half presumably in the tissue of the vaginal cuff. A careful inspection was performed both from above and vaginally in an attempt to identify the broken needle half without disturbing the previously cauterized collateral vessels. Intra-operative radiograph was also performed. The needle half was not identified, however, and ultimately the decision was made to proceed with closure, as the risk of opening was deemed greater than the risk of leaving the needle piece in situ. FDA safety report ID (B)(4).